Event description:
It was reported that a leak was heard coming from behind. O2 piping ring damaged. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. Per visual inspection, the o-ring in the supply gas hose connector was missing. Per functional testing, there was a gas leak from inside the main unit. The complaint was confirmed/duplicated. The root cause was the tube in the demand detector section coming off. Repaired the tube that had come loose and installed the o-ring on the supply gas hose connector. The device passed all functional and delivery tests after the repair. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.